Manufacturer narrative:
The hill-rom technician found the casters needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced all four casters and caster supports along with the main bearing to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. There was no patient/user injury reported. This reported was filed in our complaint handling system as complaint # (B)(4).